Event description:
There was no patient involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2010. On (B)(6) 2010 the device was manually switched on a total of ten times. It passed all tests and resulted normal operation until (B)(6) 2010. There are no events after this date. Under investigation the pad device would not power on and the green led was not flashing, confirming the fault. It was discovered that power was not getting to the printed circuit board through the battery cable. A new battery cable was fitted and the device performed as expected. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.